Manufacturer narrative:
Age at time of event : 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% de novo target lesion was located in the severely calcified and moderately tortuous anterior tibial artery below the knee. The physician advanced the 3mm x 40mm x 146cm sterling es mr to the lesion and inflated the balloon one time to 10atms. Upon the second inflation to 10atms, the balloon ruptured. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.